Event description:
It was reported that "the rod inserter continually became disengaged from rod. Rod had to be removed by hand and reattached 3 times.

Manufacturer narrative:
Investigation has been completed and eval codes updated. Method - visual inspection, complaint history review, technical/medical assesment. Results - visual inspection - confirmed the reported failure. Complaint history review - to date the return rate for this instrument is approximately 8.5% of the instruments distributed. Technical/medical assessment - two potential harms were identified in the moderate or serious zone. Potential revision surgery and adverse reaction from metal requiring medical intervention were identified.